Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during the procedure, there was a fluid loss alarm at 2 mins into the heat up phase at a rate of approximately 5 cc's and the procedure was temporarily stopped. The procedure was then restarted, the scope was moved and there was another fluid loss of approximately 2 cc's. At this point, some blanching was noted and the case was aborted. Post-procedure, it was confirmed that the pt had sustained a burn, smaller than a dime, in the cervix. No treatment was deemed necessary. F/u info received on may 31, 2009 revealed that there was nothing unusual about the cervix and there was no indication of overdilation. Although attempts were made to obtain further f/u regarding the burn, there is no further info. The pt's condition is reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot #; therefore, the device MFR date and expiration date are unk. The suspect device will not be returned as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. If there is any further, relevant info from that review, a supplemental medwatch will be filed.